Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06/18/2024.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional reported "particles in valve" as a surgical observation during explant surgery. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed 1 opening assessed as unidentified (tear) opening. Shell thickness was within specification. Observed 1 opening assessed as cracked valve seat diaphragm valve. Particles in valve: no observed particles in valve.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional reported "particles in valve" as a surgical observation during explant surgery. Device has been explanted.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional reported "particles in valve" as a surgical observation during explant surgery. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening assessed as cracked valve seat diaphragm valve and one opening. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, "particles in valve". As a surgical observation, during explant surgery. Device has been explanted.